Event description:
It was reported during surgery, the anchor screw broke during insertion in the shoulder. Another device was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product was received and evaluated against the complaint. Product is not etched or marked for identification. The handle and shaft show no signs of damage and the sutures are still in place. The anchor is fractured and still in place at the end of the inserter. The tip of the anchor has completely fractured with only the sutures holding it in place. No other damage noted. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.